Event description:
On (B)(6) 2009, a spontaneous report was received from a nurse regarding a (B)(6) female who received an injection of perlane (cross-linked hyaluronic acid dermal filler) and an injection of restylane (cross-linked hyaluronic acid dermal filler). Medical history included previous cosmetic surgery including a face lift, facial peel, tummy tuck, breast reduction and breast lift; the pt had no known medical conditions. Concomitant medications included armour thyroid (thyroid tablets, usp) for an unknown duration. The pt received a 1 ml injection of perlane (1 syringe) and a 2 ml injection of restylane (2 syringes) on (B)(6) 2009 to the nasolabial fold and the prejowl area. Pre-procedure medications included unspecified general anesthesia. Additional procedures at the time of implantation included an arm lift and a facial peel. On an unspecified date in (B)(6) 2009, soon after the procedure, the pt experienced an inability to move the right side of her face well. On (B)(6) 2009, the pt visited the clinic for a second opinion. The result of the medical evaluation was muscle weakness or paralysis to the right side of the pt's face. No treatment was provided. The lot number and expiration date were reported as unknown. Additional info has been requested. The other suspect medical device identified in this report, restylane, has been reported as mrn# 2032896-2009-00014 (case number (B)(4)).